Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the therapy stopped working. Additional information received on april 8, 2019 from the patient reported that they had a fall ¿maybe¿ 3 weeks ago (2019) and, after, their therapy was not working anymore. They stated that they had called the manufacturer and was helped to ¿get it going again¿ but it was still not helping them. It was determined that the patient did not tell the manufacturer about the fall issue. The patient had tried adjusting the device and called their healthcare professional (hcp). The hcp told them that there was no one there to help them and told the patient to contact the manufacturer. Using the programmer, it was determined the patient was on program 1 at 1.4 volts. They were then assisted with switching to program 2 and increasing to 2 volts which was comfortable for them. It was suggested to monitor their symptoms on this program and was also redirected to follow up with their hcp to check the device following the fall. There were no further complications reported or anticipated.